Event description:
It was reported that post op a sigmoid colectomy procedure the patient was diagnosed with a post op leak. A cat scan was performed and free air was seen at the posterior part of the rectum. The patient was monitored in the hospital. It is unknown if there were any additional tests performed. The patient has been released and doing well. Additional information obtained: no problems during the case with the firing of device, or any other complications. Tissue was thick, but not extreme. After firing, the staple line looked good, and the leak test was successful. Five or so days later, the post-op leak was discovered. Doctor first time using the product didn't know its interaction in regard to the leak.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.